Manufacturer narrative:
H.6. Investigation summary: bd received 263 samples and 2 photos from the customer for investigation. The photos were reviewed and the indicated failure mode for underfill with the incident lot was observed. Additionally, 10 customer samples along with 10 retention samples from bd inventory, were evaluated by draw testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of underfill through a corrective and preventive action (CAPA) 260774.

Event description:
It was reported that 51 tubes are under filling during use with a bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg. The following information was provided by the initial reporter: it was reported that site is having trouble filling the tubes. Additionally, on 2020-06-17 the bd sales consultant provided the following additional information: how many units (tubes) affected? 51 tubes were attempted to be used. We pulled all other flats from the shelf. What is the frequency or occurrence rate (1 day, % of tubes affected, patients involved, how many test per day etc.) This has happened at two different mobiles within a month of each other. What is the labeled draw volume (2ml, 3mletc) 6ml what was the level of tube fill? No fill no fill (fill volume is near zero) partial fill unsure how was the tube rejected (i.e.: at the collection, by the lab, by automated fill level sensing, etc.)? By automated fill level sensing were there any erroneous results? No blood was collected in the tubes. Was the course of treatment changed? We went through almost an entire flat of tubes and had to bring a different lot number to a mobile to collect what was the tube¿s expiration date? 2020-09-30 was a discard tube used? No was a successful draw achieved with the same lot? No is this happening with one particular: department, unit, and shift, time of day or person ¿ davenport mobiles what was method of draw? Straight needle, wingset syringe line unsure/other (please list) are you using a bd device to transfer the blood to a tube? Venoject btd llad no, other if using a wingset were the fitting tight/secure? (Connection between threading luer adaptor to holder and male to female connection) we don¿t use a wingset have the tubes been exposed to extreme heat no- everything is stored in a temp monitored location yes, no, unsure. How many locations affected (impatient, outpatients, etc.)? Davenport mobiles are samples from this lot available? If so, a prepaid fedex label can be provided, to send in 5-10 samples of product for investigation. ¿ yes, we have a bag full and 2 flats available to send back.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 51 tubes are under filling during use with a bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg. The following information was provided by the initial reporter: it was reported that site is having trouble filling the tubes. Additionally, on 2020-06-17 the bd sales consultant provided the following additional information: how many units (tubes) affected? 51 tubes were attempted to be used. We pulled all other flats from the shelf. What is the frequency or occurrence rate (1 day, % of tubes affected, patients involved, how many test per day etc.) This has happened at two different mobiles within a month of each other. What is the labeled draw volume (2ml, 3mletc) 6ml. What was the level of tube fill? No fill. No fill (fill volume is near zero). Partial fill unsure. How was the tube rejected (i.e.: at the collection, by the lab, by automated fill level sensing, etc.)? By automated fill level sensing. Were there any erroneous results? No blood was collected in the tubes. Was the course of treatment changed? We went through almost an entire flat of tubes and had to bring a different lot number to a mobile to collect. What was the tube¿s expiration date? (B)(6) 2020. Was a discard tube used? No. Was a successful draw achieved with the same lot? No. Is this happening with one particular: department, unit, and shift, time of day or person ¿ (B)(4). What was method of draw? Straight needle, wingset, syringe, line, unsure/other (please list) are you using a bd device to transfer the blood to a tube? Venoject. Btd, llad, no, other. If using a wingset were the fitting tight/secure? (Connection between threading luer adaptor to holder and male to female connection) we don¿t use a wingset. Have the tubes been exposed to extreme heat no- everything is stored in a temp monitored location yes, no, unsure. How many locations affected (impatient, outpatients, etc.)? (B)(4). Are samples from this lot available? If so, a prepaid (B)(4) label can be provided, to send in 5-10 samples of product for investigation. Yes, we have a bag full and 2 flats available to send back.